Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse inspected the system and found no peak detected messages. The engineer removed the covers, performed drain flush, and e-prime of the system. Air was noted inside the sample syringe upon checking the sinker in hemolysis wash air was found to be being pulled into the hemolysis wash inlet tubing. The fse performed sample resets, repeated the drain flush, and replaced the hemolysis wash with a new reservoir (change reagent reset accordingly). The engineer also checked the depth of each buffer reservoir tubing length (so tubings cannot curl upward from bottom of buffer reservoirs). Fse ran twenty patient samples with precision acceptable. At the customers request the system was recalibrated. Precision, calibration & controls were all performing to specification and the fse ran more patient samples with customer to confirm. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to air in sample syringe.

Event description:
On (B)(6) 2016 a customer reported a customer reported missing peaks with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.